Event description:
It was reported that a (B)(6) male patient was admitted to the emergency room due to pain control issues. The patient had recently undergone orthopedic surgery to remove a vertebrae and multiple vertebrae fusion. The patient was placed in the bed upon admission. At some point, the bed began initiating movements without being intentionally actuated. In particular, spontaneous and erratic operation of bed movements was experienced. This involved elevation of both the foot and head of the bed although head movement was more prevalent. These movements allegedly induced pain in the patient and the patient exited the bed and required further treatment for pain. The patient was looked at by the health care professionals at the hospital & was allegedly given pain medication to address their discomfort.

Manufacturer narrative:
A visual and functional inspection was performed by a field service technician who was not able to replicate the reported phantom motion, however in an attempt to resolve the issue, the left siderail and right siderail were replaced.

Event description:
It was reported that a (B)(6) year old male patient was admitted to the emergency room due to pain control issues. The patient had recently undergone orthopedic surgery to remove a vertebrae and multiple vertebrae fusion. The patient was placed in the bed upon admission. At some point, the bed began initiating movements without being intentionally actuated. In particular, spontaneous and erratic operation of bed movements was experienced. This involved elevation of both the foot and head of the bed although head movement was more prevalent. These movements allegedly induced pain in the patient and the patient exited the bed and required further treatment for pain. The patient was looked at by the health care professionals at the hospital & was allegedly given pain medication to address their discomfort.